Event description:
It was reported an issue with optilene suture. The client reported that the sutures broke during surgery in a beauty center with the last lot numbers received of optilene suture. And even the patients went home, they also have this broken suture problem, and they have to go back to the beauty center to fix this issue. The indications for use are sewing eyelids in pressing eyelids, the patient's age from (B)(6), female gender. Some of the patient's personal information are not available to the hospital for privacy reasons. MFR report numbers related: 3003639970-2022-00019, 3003639970-2022-00020.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code- batch. There were (B)(4) units in our stock. We have not received samples from the customer for analysis. We have received the 12 closed samples from stock. We have tested the knot pull tensile strength of the samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 0.41 kgf in average and 0.37 kgf in minimum (ep requirements: 0.20 kgf in average and 0.06 kgf in minimum). These values are in the usual range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, knot pull tensile strength results before releasing the product were 0.38 kgf in average and 0.34 kgf in minimum and fulfilled ep requirements. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.